Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that a lead integrity alert was issued for the right ventricular lead. The patient was found dead in a long term care facility. Review of the episodes in carelink revealed the patient had an episode of ventricular tachycardia (vt) successfully treated with anti-tachycardia pacing followed by vt in the monitor zone which progressed to several non-sustained tachycardia episodes. It was reported that a lead issue was not suspected. Rather, severe cardiac distress due to untreated vt that hugged the boundary between vt therapy and monitor zones. A lead threshold check near the time of vt was normal, and all detections are as per expected operation given the settings and the vt rate. It was reported that the patient had a history of severe cardiac issues and death was not related to the device system.